Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that the patient had charging too frequently. The implantable neurostimulator (ins) would not stay charged. The patient used to charge once a week and now the patient was charging fully but the battery only lasted a day and a half. The patient had not changed parameters. It was set how it was with 6 on one node and 4 on the other. There were no associated falls or traumas. It was reported that this issue of the ins depleting faster started about 2 weeks ago in (B)(6) 2017. There were no patient symptoms reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.